Event description:
It is reported that during surgery, the size 11 stem would not fit; a size 10 stem was used to complete the procedure. The surgeon feels the size 11 stem is not sized correctly.

Manufacturer narrative:
Evaluation summary: it is possible that the broach is dull/worn and did not remove the proper amount of bone to accommodate the size 11 stem. However, a definitive root cause cannot be stated with the information provided. The returned stem was measured, on an optical comparator which verified that it was conforming to the correct profiles in the m/l and a/p views. No additional complaints have been received against this manufacturing lot. Manufacturing documentation was reviewed and found conforming to requirements at the time of manufacture.